Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blades of both fluted balls has broken. The surgeon reported that the diamond ball got bald within 10 minutes of use. The operation was continued with the other cutting burr, a 3 mm coarse diamond ball. This happened during surgery for a laminoplasty case. There was no patient harm. This report is for 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.